Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert for high shock impedance. A request was made to have data from the device analyzed, however, data analysis has not yet been performed as there is no updated device data available for analysis. Technical services (ts) requested that the patient performs a patient initiated interrogation (pii) in order to perform the analysis and it was advised to perform an x-ray to assess a potential electrode impairment. The electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert for high shock impedance. A request was made to have data from the device analyzed, however, data analysis has not yet been performed as there is no updated device data available for analysis. Technical services (ts) requested that the patient performs a patient initiated interrogation (pii) in order to perform the analysis and it was advised to perform an x-ray to assess a potential electrode impairment. Technical services reviewed the most recent data in the remote monitoring system, which was still not current at 58 days old. There were no alerts or stored events. Technical services was also able to review the impedance trends, noting that impedance values have ranged between 145-170 ohms over the life of the device. Technical services recommended performing a device interrogation with a programmer and sending in that data for a full analysis, as the logfiles would help determine the cause of the high impedance alert reported by the clinic, however, no further data was sent for analysis. Additional information was provided. The s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.